Event description:
A nurse reported during intraocular lens (iol) implant procedure, trailing haptic folded wrong and the lens was not folded correctly. It was stated that another lens was used as replacement lens. There was no patient contact. Additional information received and stated that the iol contributed to the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).